Event description:
Related manufacturer report number 2017865-2022-05683. It was reported that during an in clinic follow up, the patient experienced dizziness due to noise resulting in oversensing noted on the right ventricular (rv) lead and the right atrial (ra) lead resulting in inappropriate mode switching. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
Additional information received indicating the system was inactivated and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.